Event description:
A non-repeatable negatively biased tsh result on a pt sample. The results were reported and questioned by the physician. Biased results of the magnitude and direction observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.